Event description:
Healthcare professional reported approximately 2 years after injection in the bilateral cheeks with juvederm voluma with lidocaine and approximately 1 year, 4 months after injection with juvederm voluma with lidocaine also int he cheeks, the patient developed an assumed infection of "unclear origin." Approximately 2 weeks later, the patient developed an inflammatory reaction at the injection sites. Approximately 4 months later, the patient presented with "a small slightly painful nodule parasternal right in [the patient's] lower breast." Two days later, "a palpable sore lymph node was found"; patient was prescribed "antibiotics (cefaclor)." Three days after the treatment was prescribed, the patient had a "fever and stomach troubles accompanied with a lack of appetite". A blood analysis showed "an increased crp." The healthcare professional indicated that patient symptoms related to the juvederm voluma with lidocaine injections did not occur until after the infection "(increased crp and swelling of lymph nodes)". Specifically, 17 days later, the patient developed swelling of the left cheek. "Examination showed a slightly pressure-painful hardening directly above [the patient's] left maxillary sinus in soft tissue." There was also "slight edema with swelling of [the] lower eye-lid". During this time the patient also "reported pain in both achilles tendons." Patient was prescribed "phenoxymethylpenicillin (penicillin v)" as the healthcare professional assumed a "streptococcal reaction." "Inflammation stagnated, but with stopping penicillin v it increased again with swelling and pressure pain." In addition to the increased hardening on the left side, "there was now also an inflammatory cherry-stone-sized palpable hardening found"; the right cheek began to swell. A week later, the patient was prescribed cefuroxime, phenoxymethylpenicillin, and amoxicillin; the ibuprofen was discontinued "due to prednisone medication." Though "steady improvement" was noted, two days after discontinuing the ibuprofen, there was "an obvious increase of inflammatory signs and swelling" of both cheeks. Ibuprofen was started again. Pantoprazole was prescribed for additional gastric protection. In the days following there was "stagnation, abirritation, and increased swellings, now stronger on the right than on the left cheek. "Based on symptomology and finding suspicion is on a time displaced reaction (more than 16 months) of an inflammatory reaction of voluma after an (likely) infection with unclear genesis." This is the same event and the same patient reported under MDR ID # 3005113652-2014-00341 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine (lot # vb20813251), also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, pain, induration, fever, erythema, inflammation, infection and nodule skin are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.